Manufacturer narrative:
(B)(4) date sent 9/29/2025 d4 batch #392d7. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a sr75 reload loaded in the device. The reload had the proximal 2 drivers up and the remaining drivers down with staples present, the knife slightly exposed and the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 392d75, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? It was a small section of the bowel tissue; he included this section with the tissue to be removed. The case was delayed a few minutes. Post op it is too early to tell, as this happened yesterday. There was no change to the post op care. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the ntlc locked out and did not fire. Bowel tissue tore slightly.